Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the insulin pump had blank display screen. The blood glucose was 8.5 mmol/l at the time of the incident. The customer advised to replace the insulin pump and revert onto back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with solid white blank display due to broken traces on lcd glass. Unable to verify missing segments or partial display due to blank display.